Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodged, but deployed at intended site. Device issue: failure to advance/stent dislodgement. It was reported via a trial that during stenting of the pre-dilated proximal cx, the xience v stent was unable to cross the lesion and the attempts resulted in dislodgement of the stent from the delivery balloon into the ostium of the left cx. The delivery system was removed and another co's balloon was advanced through the stent and used to successfully deploy the stent at its intended location. A third overlapping xience v stent was deployed distal to the first stent. There were no adverse events reported during or after the procedure and the pt was discharged home the following day. No additional event or pt info is available.